Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the reporter contacted animas to report that the pump history showed eight bolus doses given with the date of (B)(6) 2012, and then the next bolus given was dated (B)(6), 2012. The patient claimed she used the pump every day to take bolus doses of insulin. The issue of allegedly missing bolus doses in the pump memory was not resolved, therefore, this complaint is being reported. There was no patient injury associated with this issue.